Event description:
It is reported that a customer was hospitalized for a low blood glucose level of 17 mg/dl. The customer had complaints regarding their sensor displaying wrong readings of sensor and blood glucose. The blood glucose and sensor readings turned out to be in acceptable range under 20%. The customer was advised to wash their hands prior to testing blood glucose to get the best accurate results because he may have had insulin residue that gave inaccurate readings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.